Manufacturer narrative:
Common device name is unknown but field cannot be left blank. Claim# (B)(4).

Event description:
The reporter indicated that an unknown implantable collamer lens was implanted into the patient's eye on an unknown date. Toxic anterior segment syndrome (tass) was reported. Cause of the event is unknown. Reportedly, "I don't think it is derived from icl products.with an iol lens (cataract), the intraocular can be thoroughly cleaned because there is no lens, but an icl lens cannot be thoroughly cleaned because of the lens. Since all of the viscoelastic material cannot be removed from within the eye, we suspect that the remaining viscoelastic material is the cause of tass.

Manufacturer narrative:
Corrected data: h4: device manufacture date: 17-mar-2021 should be omitted for correction.